Event description:
It was reported that during a follow-up high ventricular pacing threshold were noted with loss of ventricular capture at maximum output. The patient was sent to echocardiography where pericardial effusion was noted. It was suspected that the lead had perforated the myocardium.